Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced hyperglycemia and insulin pump was alleging possible pump under delivery. The customer blood glucose level was 4495 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer experienced symptoms such as vomiting and reported they feel okay to troubleshooting. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer reports bolus wizard was programmed accurately. Customer stated insulin did not exited at the quick release. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08700 inches. No under delivery anomaly or over delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing device uploaded properly using carelink. Device had minor scratched display window, scratched case and a pillowing keypad overlay. (B)(4).